Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. The error code was caused by customer damage. The pump software applications were reinstalled resolving the error code. Based on the evidence, the complaint was confirmed. The root cause was attributed to physical damage to the pump by the customer.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.